Event description:
The customer's family member reported that the customer passed away. The contact stated that they believe customer had a diabetic reaction when customer was lying on the stomach and had suffocated. The customer was using the pump at the time of death. In addition, it was indicated that the doctor has not been notified about the event and it is unable to get insights on whether or not the pump may have been a contributing factor.